Event description:
Received correspondence from the dr indicating he performed a surgical procedure in 8/2004 utilizing one of the trocars "when trauma to the common iliac artery happened during the procedure."